Event description:
A doctor alleged that ten (10) patients had experienced sensitivity after placement using the optibond xtr and the nx3 products. This is the eighth of ten (10) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. Specific patient or incident details could not be recalled by the doctor. The doctor prescribed antibiotics and pain killers for the patient and/or cut off the crown, applied eugenol, made a new crown and cemented it using the same products, without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.